Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm model #: sc-3354-25 serial #: (B)(4) description: w4 splitter 2x4-25 cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg following a non-device related surgery wherein several leads were cut. The patient underwent a lead explant and ipg replacement procedure. It was believed that the device was suspected to be malfunctioning due to the fusion surgery and the use of electrocautery. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4))